Manufacturer narrative:
A co service rep checked the system and found it to meet performance specs. The customer was contacted with add'l info regarding possible causes of thermal injuries. The handpiece has not been rec'd for eval and root cause analysis to date.

Event description:
A nurse reported a corneal burn occurred during the procedure. The phaco tip was changed out, and saved, but has not been released for eval to date. The phaco handpiece was being returned for eval. The pt outcome is unk. Add'l info has been requested.